Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: evaluation summary: customer report was of unknown reasons was unable to be confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Vegetation were observed on the surface and free margins of all three leaflets on both the inflow and outflow aspects. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the outflow aspect and 2mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 had a 3mm cut near commissure 1 and leaflet 3 had a cut out section of approximately 5mm x 12mm. The cuts had smooth and straight edges and cut out leaflet fragments were not returned. Wireform was exposed at commissure 2 on the outflow aspect. Sewing ring had a cut around leaflet 1. H10: additional manufacturer narrative: updated: d4 (expiration date). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: d8: "no" field should have been selected on initial FDA report.

Manufacturer narrative:
H3: customer report of endocarditis was confirmed through observed vegetation. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Vegetation were observed on the surface and free margins of all three leaflets on both the inflow and outflow aspects. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the outflow aspect and 2mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 had a 3mm cut near commissure 1 and leaflet 3 had a cut out section of approximately 5mm x 12mm. The cuts had smooth and straight edges and cut out leaflet fragments were not returned. Wireform was exposed at commissure 2 on the outflow aspect. Sewing ring had a cut around leaflet 1. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and learned later through product investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 3 months due to endocarditis. Evaluation of the returned product revealed presence of vegetations on the surface and free margins of all three leaflets on both the inflow and outflow aspects. The explanted valve was replaced with a 23mm 11500a aortic valve.